Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 early to (B)(6) 2019 night with blood glucose of 800 mg/dl. The customer¿s blood glucose level was over 800 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the insulin drip and emergency medical services. Customer¿s mother did not troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.